Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and severely calcified lesion, located in the left anterior descending artery, exhibiting 98% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device could not be advanced in the lad lesion and stent deformation occurred in vivo during positioning. It was reported that the event was due to use of the device in difficult lesion morphology and not device related. Procedure was completed using a non-medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Device evaluation: a kink was evident on the catheter, 17.9cm proximal to the guide wire entry point. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: the images capture a lesion site in the lad with 98% stenosis as reported by the account, with calcification evident. The deployment of an unidentified stent is captured. The images also capture treatment of a lesion in the cx. There were no images capturing the attempted delivery and subsequent deformation in vivo during positioning of the resolute integrity device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.